Event description:
Correction: model number has been updated to m3535a heartstart mrx. Philips received a complaint on the heartstart mrx indicating that the device's pads left red, burn-like marks on the patient's right upper and lower chest where the pads were in place. The intended procedure was defibrillation. The patient had preexisting coronary heart disease. The burn was first degree.

Manufacturer narrative:
Correction: the product family has been updated from heartstart frx to heartstart mrx. This report is based on information obtained from the FDA medwatch forms 3500a and has been investigated by the philips complaint handling team. Insufficient information is available to support final failure analysis. The device was not available for investigation. Based on the information available, there is insufficient information to confirm the cause of the reported problem. The reported problem was not confirmed. Based on the information available, no further action is necessary at this time. We are unable to determine the final disposition of the device as the customer did not provide any additional information. The investigation concludes that no further action is required at this time.

Event description:
It has been reported that the device's pads left red, burn-like marks on the patient's right upper and lower chest where the pads were in place. The patient survived.